Event description:
Additional information: the patient was admitted to the hospital on (B)(6) 2019 due to infection and left on (B)(6) 2019. It was determined that the type of infection was pseudomonas aeruginosa. The patient was treated with ceftazidime and vancomycin, and vacuum-assisted closure therapy. The patient was noted to have been highly non-compliant. The patient's relatives declined an autopsy.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: a specific cause for the reported events and a direct correlation to heartmate ii lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The submitted log file contained relevant data from (B)(6) 2019 through (B)(6) 2019. Multiple low battery advisory/hazard alarms were captured throughout the log file. These alarms occurred due to the usage of the heartmate ii li-ion batteries below the advisory/hazard voltage thresholds and the majority of these alarms resolved when the patient switched to fresh batteries. However, the low battery advisory/hazard alarms captured on (B)(6) 2019 do not resolve, and the batteries fully deplete resulting in the pump powering off. These events coincide with the patient¿s reported death due to sepsis on this date. Additionally, a no external power alarm, coincident with a low battery hazard alarm and backup battery fault, is captured on (B)(6) 2019 at 18:36:07. The pump was supported by the system controller¿s backup battery during this time and there was no interruption in pump support. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file while the pump was adequately powered, and the device appeared to be functioning as intended. The heartmate ii lvas IFU lists sepsis and local driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are provided in this IFU as well as the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer's investigation conclusions have been updated: a specific cause for the reported events and a direct correlation to heartmate ii lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The submitted log file contained data from 06may2019 through 27jun2019. Low battery advisory alarms were captured on (B)(6) 2019 which resolved when the patient switched to fresh 14v batteries. Additionally, low battery advisory/hazard alarms were captured on 26jun2019, coincident with a no external power alarm which was triggered when the 14v batteries fully depleted. The controller¿s internal 11v backup battery was in use during the no external power alarm and there was no interruption in pump support at this time. The alarms resolved when the patient switched to fresh 14v batteries. However, the log file also captured low battery advisory/hazard alarms on 27jun2019. These alarms do not resolve, and the 14v batteries fully deplete, again activating the controller¿s internal 11v backup battery. Ultimately the pump loses all power and is powered off. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file while the pump was adequately powered, and the device appeared to be functioning as intended. A correlation between the patient¿s sepsis and full battery depletion could not conclusively be established through this evaluation. The heartmate ii lvas IFU lists sepsis and local driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are provided in this IFU as well as the heartmate ii lvas patient handbook. The heartmate ii lvas IFU also provides important information regarding the heartmate batteries and outlines monitoring battery charge level and replacing depleted batteries. The IFU outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event occurred at (B)(6). The approximate age of the device was 5 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had been treated since the middle of (B)(6) 2019 for an infection of the percutaneous lead exit site and pump pocket. When the patient's body temperature decreased and the patient started to feel better, the patient reportedly refused further treatment and left the hospital against medical advice. The patient was found deceased by a home-care nurse on (B)(6) 2019. The lvad was off due to completely depleted batteries. The patient's cause of death was noted to be sepsis. No further information was provided.